Manufacturer narrative:
As reported, capsure fastener cap and anchor body were misaligned. Review of the photo provided shows two capsure fasteners, in vivo and fixated to the tissue. One of the fasteners is twisted and the cap appears remains attached to the fastener coil. The peek cap is not fully covering the metal coil as intended, which could pose an incremental risk to that patient for adhesion to the metal coil. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Based on the images provided, the fastener was subjected to forces in use while securing to the cooper's ligament to deform the material. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a transabdominal pre-peritoneal (tapp) procedure, the capsure fixation fastener cap and anchor body were misaligned while fixating the upper part of the cooper's ligament. Image provided shows the capsure fastener embedded, and the peek cap head attached to the coil is not over the coil due to forces applied bending/deforming the fastener in the surgical site. As shown, the cap remains secured to the coil. The fastener remains implanted. There was no reported patient injury.